Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) revealed that the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a rep stating that the device will be returned.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). The rep reported they were initially able to connect to the battery. Rep handed off the battery to be opened on the sterile field. As they were opening the battery and their tablet was beginning the workflow, it said it could not connect to the battery and exited the workflow. Rep tried connecting their communicator through the cable connection and retrying multiple times while the battery was on the field but it would not connect. Rep also tried covering the communicator in a sterile glove and placing directly over the device, but it would not allow them to finish the connection and begin the workflow again. They decided to move on with another battery to eliminate unnecessary time for the patient to be open on the table under anesthesia. Cause of issue is not known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to regulatory report # 3004209178-2026-04828 follow up number 001: g3 date incorrect, updated to correct date 2026-mar-18. Section e populated with incorrect info, see initial regulatory report 3004209178-2026-04828 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.